Manufacturer narrative:
The field service representative (fsr) verified that there was a date jump to 23jan2022 between 02aug2022 and 05aug2022 which would cause the ccm to display the low battery condition. The fsr replaced the coin cell battery and performed verification/release testing. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, the heart lung machine (hlm) base took a while to switch back to alternating current (ac) power after running the battery test and the central control monitor (ccm) displayed a low battery icon. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. Per data log analysis, the system was used on (B)(6) 2022, and then on (B)(6) 2022. The next time the system was powered up the date was changed to on (B)(6) 2022. The next time the system was powered up the date corrects itself to on (B)(6) 2022. This caused the system to change battery capacity to 0/16 (empty) due to being powered off for over 6 months. Eventually the capacity was restored to 15/16 (full). There was no indication in the log of a delay switching to alternating current (ac) power after running on battery. Most likely the only issue was the temporary date jump made by the central control monitor (ccm). If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.